Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.23; synthes lot: 4258894; release to warehouse date: september 18, 2007; manufactured by synthes brandywine no nonconformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0 mm hexagonal screwdriver shaft was received at us cq with a portion of the distal tip broken off. No fragments were returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly damaged. Document/specification review: the following drawing was reviewed; cannulated 4.0 mm hexagonal screwdriver shaft with large q/c the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the cannulated 4.0 mm hexagonal screwdriver shaft was received with a portion of the distal tip broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: a device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date in an unknown procedure, the tip of the cannulated hexagonal screwdriver shaft broke while inserting a screw into a patient. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unk - screw (part #: unknown, lot #: unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: updated event description reported. Device was used for treatment, not diagnosis.

Event description:
1/4/2019: updated event description: it was reported that on (B)(6) 2018 during subtalar joint fusion, the tip of the cannulated hexagonal screwdriver shaft broke while inserting a screw into a patient. There were no fragments generated from a broken device. The procedure was successfully completed with no surgical delay. Patient status is good. Concomitant device reported: unk - screw (part #: unknown, lot #: unknown, quantity 1). This complaint involves one (1) device.